Event description:
A report was received that the pt was experiencing high impedances on several contacts of the lead. The impedances changed depending on the pt's postural movements. The pt is scheduled for an exploratory surgery to investigate the issue.